Event description:
(B)(4). The dealer reported that the tdxsi-2-s custom power wheelchair was veering to the left. The was no injury reported.

Manufacturer narrative:
(B)(4). Only one MDR report will be submitted for this event, although five different complaints were created because of different parts needed to repair the unit, (B)(4).